Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. On (B)(6)2025, the patient went to the hospital because they were not feeling well. They thought they had a stomach virus and during this time there was no reported issues with the cgm. On (B)(6)2025, while at the hospital, the cgm had a low reading (no specific value) and the bg meter was 535 mg/dl. The patient was asymptomatic. The nurse checked a bg again and it was 565 mg/dl while the cgm was still displaying a low reading. The nurse treated the patient with lantus and 25mg of hydralazine. At the time of the report, the patient was in normal condition. At an unspecified time during the event, it was reported that the last bg reading was 206 mg/dl and the cgm was 114 mg/dl. Although the patient was hospitalized, it was not specified that it was diabetes related other than noticing the inaccuracy. The patient was discharged from the hospital on (B)(6)2025. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was treated for hyperglycemia. The reported glucose values fall within the b zone of the parkes error grid was the last bg and cgm checked. No additional patient or event information is available.